Manufacturer narrative:
The device was returned to evaluation and the customer¿s allegation was confirmed. The device was not displaying an image and white balance error e931 occurred when connected to the ltf-vh test scope and it was determined it was caused by bent video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e391 error code was displayed on the visera elite video system center prior to an unknown diagnostic procedure. The procedure was completed with a similar device with no delay. During the inspection and testing of the returned device, the device did not display an image due to bent video connector pins. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a broken video cable connector. The specific root cause of the broken video cable connector could not be determined at this time. Olympus will continue to monitor field performance for this device.